Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the tail lead with the electrode 0-7 not fitting completely was not determined. In order to resolve the issues, it was attempted multiple times to re-insert the new implantable neurostimulator(ins). At the time of this report, the procedure was completed as planned. The new ins and lead remained implanted and functioning. The old devices were disposed. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, lot# va15430028. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 11-mar-2020, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An information reported from a healthcare professional regarding a patient with failed back surgery syndrome and spinal pain on (B)(6) 2019, that MRI guidelines were requested for the implantable neurostimulator (ins) that was over-discharged. On (B)(6) 2019, a manufacturer representative (rep) reported that the ins was replaced and the tail of the lead with electrodes 0-7 wouldn't fit completely into the header of the new ins. Contact #1 listed as red "x" during connectivity check and electrode #0 was >40k (do not use) during impedance check. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event. Refer to regulatory report: (B)(4),us FDA - MDR, for information related to the first ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.